Manufacturer narrative:
The insulin pump was received with normal operating currents; the insulin pump passed unexpected restart error test, rewind test and displacement test. The insulin pump motor error alarmed during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. The insulin pump had minor scratched lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned for failure analysis. There was no communication regarding the reason for return of the device.